Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, competitive atrial pacing was seen due to inappropriate programming of the pulse generator. No intervention was reported. The patient was stable and would continue to be monitored.